Event description:
Caller alleged discrepant results with inratio versus lab. Inratio: 5.8; lab: 3.8. Caller reported they had high results in the past and been on coumadin for a long time. No holding of the coumadin or dosage of vitamin k given.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009, inratio: 5.8, lab: 3.6, mean: 4.70, confidence limits: 2.6-6.9. -per (B) (4), patient has leukemia. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time. As of today, no product is expected to return. No further investigation will be required. No corrective action is required as no product deficiency was established.